Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The complaint was verified. Accuracy tests found the device was under delivering. The cause of the problem is the lower spec'd expulsor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump was under infusing. Found during testing. No patient harm.